Event description:
It was initially reported that there was an issue with the stretcher brakes and the model and serial numbers of the affected units could not be identified. Upon follow up with the customer the model and serial numbers were provided and the customer stated that the foot end of the stretcher will not stay raised. This issue is not a reportable malfunction. The device is still under investigation, and if the issue is determined to be reportable a new MDR will be filed.

Manufacturer narrative:
The user facility provided further details regarding this issue, event has been updated.

Event description:
It was reported that the customer has five stretchers with brakes that are difficult to engage/disengage. The customer did not provide the model or serial number of the affected units. Attempts have been made to reach the customer for more information; however, they have not responded to these attempts. There was no report of patient involvement or adverse consequences.